Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Possible causes include inappropriate material present between the scope and connector contact or accidental damage to multiple components of the device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that they were not getting an image. The problem, as reported to olympus, was found after a procedure. The intended procedure was diagnostic. No other devices were involved. There was a delay of unknown duration. The intended procedure was completed. The same device was not used to complete the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.